Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported by the customer's mother that the customer had a weak battery alarm and the battery was brand new. Customer's mother stated that she tried to bolus on her daughter's pump and she pressed the act button, which then went to the main blank screen with the time, reservoir, and battery indicator. Customer's father was troubleshooting for high blood glucose levels when the pump alarmed weak battery. Customer's blood glucose level was 287 mg/dl. Customer's mother was notified that the pump is working as designed. Customer did not have any other indications of buttons sticking or numbers scrolling. Customer's mother stated that she was not comfortable with the pump. Insulin pump will be replaced. No additional information provided.